Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) instructed the customer to log into the server application and navigate to settings, locations, facilities. The customer was advised to select the facility, open the details tab, and locate the reverse discharge time frame (hours) setting. Tss explained that increasing this value would allow reverse discharge for patients who had already been discharged. Customer confirmed issue was resolved. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer reported that the patient's status had been incorrectly displayed as discharged instead of admitted, which located on medsurg. The customer attempted to undo the discharge, the system indicated that the action could not be completed due to the timeframe. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.